Event description:
It was reported that the balloon appeared larger than labeled. Vascular access was obtained via the femoral and brachial artery. The 3.5x28mm de novo 75% stenosed target lesion was located in the ostial-proximal left anterior descending (lad) artery. A 3.50mm x 9mm maverick² catheter balloon was selected for pre-dilatation of the lesion. During inflation, the physician noted that the size of inflation was different from the size specified in the label. Dumbelling of the balloon was also observed when it was placed in the proximal lad, it inflated up to the left main coronary artery. The physician then proceeded with stent implantation using a non bsc 3.5mm x 3.00mm drug eluting stent. The procedure was completed with this device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. The balloon was loosely folded. The distal tip was damaged. There was a kink adjacent to the proximal edge of the guidewire exit notch. The balloon was inflated to nominal pressure (6atm) with an inflation device filled with water to measure the balloon body length. The balloon body length measured within specification, the distal edge of the distal markerband to balloon cone measured within specification and the proximal edge of the proximal markerband to the proximal balloon cone transition was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon appeared larger than labeled. Vascular access was obtained via the femoral and brachial artery. The 3.5x28mm de novo 75% stenosed target lesion was located in the ostial-proximal left anterior descending (lad) artery. A 3.50mm x 9mm maverick²¿ catheter balloon was selected for pre-dilatation of the lesion. During inflation, the physician noted that the size of inflation was different from the size specified in the label. Dumbelling of the balloon was also observed when it was placed in the proximal lad, it inflated up to the left main coronary artery. The physician then proceeded with stent implantation using a non bsc 3.5mm x 3.00mm drug eluting stent. The procedure was completed with this device. No patient complications were reported and the patient was stable post procedure.